Event description:
Nellcor puritan bennett received a call from a rep of user facility on 08/31. User facility called to report the following problem: ventilator pediatric pt who had an uncuffed trach and huge leak problems. The ventilator have low pressure, high pressure, and setting error alarm at night only. The vent would stop and go into safe mode.